Event description:
A customer reported that the pump screen was cracked, unresponsive, and unreadable there was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.